Event description:
After priming, a medication (liposomal doxorubicin) began to leak from the most distal y-site of baxter's 2r8537, infusion set. Lot# (10)r22j31079; exp 2024-11-01. Leak was described as a spraying effect. Large volume. Fortunately, this occurred within a biosafety cabinet within the pharmacy clean room. This is not the first leak of identical nature within the past few weeks.